Event description:
It was reported to boston scientific-target that during the procedure the placement of the gdc 10-3d-shape synerg detection circuit was good on detachment. Once the device was detached, one of the last loops re-oriented itself, so it was spanning the neck and protruding into the origin of the m2 segment. The aneurysm ruptured with this device. Fortunately, despite this complication the pt has made a good recovery.